Event description:
It was reported that the lead had high impedance values in different positions during implant attempt. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted during analysis, there was blood/body fluid on the distal conductor and on the proximal conductor, the outer insulation was breached cut, the helix was distorted/bent, and there was blood in/on the helix mechanism; apparent explant damage.